Event description:
It was reported that the customer experienced low blood glucose levels. The blood glucose reading was 37 mg/dl, which was treated with glucagon. The customer did not know why her blood glucose levels and had discontinued insulin pump therapy. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.